Event description:
A physician reported a pt who was implanted on 11/20/97 in the upper and lower vermilion borders. The physician prescribed a seven day prophylactic regimen of oral keflex and topical bacitracin commencing on the day of the implantation. On 10/21/97 the pt reported edema in the general right upper vermilion area with a feeling of tightness. She was directed to apply cold compresses to the affected area. On 10/24/97, the physician did not observe any edema, exudate, redness, tenderness, or signs of possible extrusion. On 10/30/97, the pt complained of edema, tenderness, and pus oozing out of the upper right vermilion border implant site. The physician prescribed a repeat seven day course of oral keflex. On 10/31/97 the physician observed reduced tenderness and swelling at the site but told the pt it was necessary to explant. The pt requested that the antibiotic would be allowed to work for seven days and then the physician could reassess the need for removal. On 11/7/97, the pt was seen by a consulting physician with pain, swelling and exudate at the upper right vermilion border implant site. He believed the area was infected, suggested immediate removal, and re-prescribed the oral keflex. Her symptoms resolved in 2-3 days. On 11/12/97, the pt was seen in the implanting physician's office and reported that she had completed the oral antibiotics, and that she felt a tightness in the upper right vermilion border implant site when she tried to smile. The physician noted diffuse upper right border edema and decreased upper right vermilion border mobility and no signs or symptoms of active infection. He removed the upper right vermilion border implant and prescribed keflex. The explant appeared clean and free of infection. On 11/14/97, the physician noted decreased edema, improved but decreased upper right vermilion border mobility, discomfort elicited on manipulation or pronounced lip movement. On 12/1/97, the physician noted restrictive stiffness and limited elasticity in the right upper vermilion border, and no signs or symptoms of infection. The pt reported a feeling of unnatural tightness when she moved her lips, especially when she smiled or laughed.